Event description:
During a rectum procedure, first the shear was used and it malfunctioned after 5 minutes usage. The dissecting hook was tried and it also did not work. Both of them gave the sound meaning that there were problems with the devices. There was no pt consequence.